Event description:
It was reported there was a revision of a trochanteric fixation nail implant post intertrochanteric fracture, due to non-union. The patient was revised to a total hip replacement. During the removal, one of the 5mm locking screws broke. A fragment of the screw remains in the patient. This report is for an unknown locking screw. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 unknown locking screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.